Event description:
User emailed regarding item 0742 stating the syringe appeared to have a manufacturing defect; the needle being dull and the plunger showing resistance. An email was sent to user advising we would replace the product. 5 boxes; awaiting response.